Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 1 was failed. The field service engineer replaced the rail and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the pockets were unrecoverable. The customer reported that the user facing issue with opening and closing the auxiliary drawer 1. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.